Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h1, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. The evaluation identified that the unit had a broken right panel, bezel, control board, turret, ac entry module, ferrite core, standby membrane, control membrane, label, chassis, lamp, mirror, mirror holder, power supply unit, attenuator gear, attenuator plastic, power switch, power switch wires, left panel, top trim, and j20r clip. To fix this unit, the listed broken and missing parts were replaced. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis: the reported complaint was confirmed. The returned 00mlx mlx 300w xenon lightsource was in used condition. The issue of this unit producing a burning smell is most likely due to rough handling and environmental damage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a burning smell. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.